Event description:
The customer reported that during use of the y-knot flex 1.3mm all suture anchor in a shoulder arthroscopy bankart repair procedure on (B)(6) 2015, one of the tines on the driver/inserter broke off. As reported, during insertion of the y1301 into the drilled hole, the surgeon moved the guide just enough so that the tip of the inserter bent and caused failure of the anchor. The surgeon then tried to remove the anchor and the inserter from the pilot hole and the tip of the inserter shaft broke off. Attempts were made to locate the tiny broken tip without success. The surgery went on and completed with the use of another like-device. A 2mm piece of the inserter was presumably lost in the shoulder. Other than a 20 minute delay, the procedure was otherwise completed with no further complications or patient injury. The (B)(6) years old, male patient was discharged as per routine procedure. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facilities. Without the actual device, an evaluation could not be performed and the root cause of the reported breakage could not be determined and the alleged incident therefore could not be verified. Based on available information, it is believed that the most likely cause of the driver breakage in this instance is user related, and a probable result of misuse. Additionally, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. (B)(4). There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There were no other complaints received for this item and lot number combination. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.